Manufacturer narrative:
Additional information received on january 16 2023 indicated that the patient reported pretty much lost all sensation in the nipple and the same breast is as hard as a rock. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent an unspecified breast surgery with mentor memorygel, 350cc silicone breast implant has experienced right sided rupture, and capsular contracture grade iii post procedure. The issue was confirmed via ultrasound examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.